Event description:
It was reported the patient experienced difficulty charging his scs ipg. The patient stated the charger is unable to communicate with the ipg. The patient has not used his scs system in approximately a year, and has not charged his ipg in approximately six months. The patient stated the replacement charger does not locate his ipg. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.